Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic cholecystectomy, the device had malformed clips where the clips themselves did not close all the way at the distal end. The procedure was completed with the second device with no patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was returned with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality; upon cycling, the instrument was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were noted. No conclusion could be reached as to what may have caused the event reported. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.